Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd cathena¿ bc straight catheter experienced leakage with blood leaking from the hub of the catheter.

Manufacturer narrative:
Investigation: 1 representative sample in unopened unit package was returned for investigation the sample are subjected to blood escape time (bet) test to check for adapter leakage. The returned sample passed the bet test, no leakage was observed. The complaint is not confirmed. Qn history for past 12 months was reviewed, no similar qn raised.

Event description:
It was reported that the bd cathena¿ bc straight catheter experienced leakage with blood leaking from the hub of the catheter.